Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml, 11.0 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain. The patient&#62688;medical history was not available to the reporter. It was reported that the patient was complaining of some leg pain, and it was felt that possibly the catheter was up against a nerve root. A computed tomography (CT) scan was performed and was normal according to the implanting hcp. The event date was noted as (B)(6) 2016. Regarding what led to the event, it was noted as the patient had a catheter and pump implanted in (B)(6) 2015. A catheter revision was performed, and the hcp opened the healed spinal incision and located the anchor. The hcp proceeded to cut the sutures holding the anchor down and then pulled the catheter out about 1 centimeter. The hcp then sutured the anchor back to the fascia without any problems. The patient status was alive with no injury. Additional information received from the hcp stated that the cause of the leg pain was not determined. The leg pain had been partially resolved.